Event description:
It was reported that during an ipg revision, that it was noted that the leads had migrated. As such, the leads were repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.